Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for evaluation due to episodes of syncope. It was noted that some ventricular events appear to have fallen into the device's blanking period, thought pauses due to this observation were one second or shorter. Additionally, the device had been switching between atrial and dual chamber pacing modes. While the device appeared to be operating as programmed, the health care provider stated that additional non-device therapy may be required for this patient. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.